Event description:
It was reported that the flex deflectable videoscope displayed an unknown error code during preparation for a therapeutic procedure, and it could not be used. The intended procedure was completed using a similar device, and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the error code was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.